Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Current weight 125 lbs. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. Concomitant products included citalopram hydrobromide (celexa), medroxyprogesterone acetate (depo provera), paroxetine hydrochloride (paxil) and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, female sexual dysfunction, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia and anxiety outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain and abdominal pain lower had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. X-ray: on (B)(6) 2012: results: essure device was properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received, outcome of event, "abnormal bleeding" was updated to "recovering/resolving". Onset dates were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("post-intercourse pelvic pain"), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), back pain ("lower back pain"), depression ("depression"), fibromyalgia ("fibromyalgia") and abdominal pain lower ("lower abdominal cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression and fibromyalgia outcome was unknown and the pelvic pain, urinary tract disorder, diarrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, back pain, bladder disorder, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2012: essure device was properly in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data were added. Updated suspect drug indication. Added events abdominal pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions type: cystic acne, bladder or urinary problems or changes, migraines / headaches, migration of essure device, dental problems, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition type: diarrhea, constipation, lower back pain, depression and fibromyalgia. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Updated events, outcome and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("post-intercourse pelvic pain"), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia") and abdominal pain lower ("lower abdominal cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (removal of essure by complete hysterectomy on 14-apr-2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, menorrhagia, vaginal haemorrhage, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression and fibromyalgia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, back pain, bladder disorder, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion x-ray - on 25-sep-2012: essure device was properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Events abdominal pain, dysmenorrhea (cramping) outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. Concomitant products included citalopram hydrobromide (celexa), medroxyprogesterone (depo provera), paroxetine hydrochloride (paxil) and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, menorrhagia, vaginal haemorrhage, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. X-ray - on (B)(6) 2012: essure device was properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. New event mental anguish was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Current weight 125 lbs. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. Concomitant products included medroxyprogesterone acetate (depo provera) and pregabalin (lyrica). On (B)(6)2012 , the patient had essure inserted. In(B)(6)2012 , the patient experienced dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In january 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping"), anxiety ("mental anguish"), coital bleeding ("bleeding after sex") and influenza ("flu"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of essure by complete hysterectomy on 14-apr-2016). Essure was removed on 14-apr-2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, female sexual dysfunction, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia, anxiety, coital bleeding and influenza outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain and abdominal pain lower had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, coital bleeding, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, influenza, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6)2012 : results: total bilateral occlusion. X-ray - on (B)(6)2012 : results: essure device was properly in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure (batch no. 927085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postural orthostatic tachycardia syndrome, iron deficiency anemia and fibromyalgia. Current weight 125 lbs. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia, juvenile myoclonic epilepsy, heart murmur, tobacco abuse, neuroma, insomnia, irritable bowel syndrome, diarrhea, chronic fatigue syndrome, adenomyosis and peritoneal adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping"), anxiety ("mental anguish"), coital bleeding ("bleeding after sex") and influenza ("flu"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, female sexual dysfunction, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia, anxiety and influenza outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain, abdominal pain lower and coital bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, coital bleeding, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, influenza, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium. Patient received treatment for pain and bleeding. Trailing coils: left-4, right-5 procedure(s): davinci laparoscopic hysterectomy, bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion significant findings: bilateral sides of fallopian tube were blocked with no extravasation of contrast in abdomen.. X-ray - on (B)(6) 2012: results: essure device was properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain, anxiety, back pain, acne cystic, fibromyalgia. Lot number: 927085 manufacturing date: 2011-12 expiration date: 2014-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, medical history and rcc were added. Lab data and auto narrative supplement were updated. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("post-intercourse pelvic pain"), menstrual disorder ("abnormal menstruation") and micturition disorder ("urinary complaints"). The patient was treated with surgery (removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder and micturition disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder, micturition disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: essure device was properly in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A complete hysterectomy was performed around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure (batch no. 927085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Current weight 125 lbs. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. Concomitant products included medroxyprogesterone acetate (depo provera) and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping"), anxiety ("mental anguish"), coital bleeding ("bleeding after sex") and influenza ("flu"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, female sexual dysfunction, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia, anxiety and influenza outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain, abdominal pain lower and coital bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, coital bleeding, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, influenza, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2012: results: essure device was properly in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain . Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) and bleeding after sex was updated to recovered/resolved. Product lot number was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure (batch no. 927085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Current weight 125 lbs. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. Concomitant products included medroxyprogesterone acetate (depo provera) and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping"), anxiety ("mental anguish"), coital bleeding ("bleeding after sex") and influenza ("flu"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, female sexual dysfunction, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia, anxiety and influenza outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain, abdominal pain lower and coital bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, coital bleeding, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, influenza, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2012: results: essure device was properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain lot number: 927085 manufacturing date: 2011-12 expiration date: 2014-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postural orthostatic tachycardia syndrome and iron deficiency anemia. Current weight 125 lbs. Concurrent conditions included body mass index normal, anxiety, cystic acne, post-traumatic stress disorder, insomnia and juvenile myoclonic epilepsy. Concomitant products included medroxyprogesterone acetate (depo provera) and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("post-intercourse pelvic pain/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), micturition disorder ("urinary complaints"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), acne cystic ("cystic acne"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), diarrhoea ("diarrhea"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), fibromyalgia ("fibromyalgia"), abdominal pain lower ("lower abdominal cramping"), anxiety ("mental anguish"), coital bleeding ("bleeding after sex") and influenza ("flu"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and removal of essure by complete hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, menstrual disorder, micturition disorder, female sexual dysfunction, acne cystic, bladder disorder, migraine, headache, tooth disorder, fatigue, weight increased, constipation, irritable bowel syndrome, depression, fibromyalgia, anxiety, coital bleeding and influenza outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, urinary tract disorder, diarrhoea, back pain and abdominal pain lower had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, acne cystic, anxiety, back pain, bladder disorder, coital bleeding, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, influenza, irritable bowel syndrome, menorrhagia, menstrual disorder, micturition disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she used condoms. There were 4 coils protruding from the ostium, there were 4 coils noted to be protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. X-ray - on (B)(6) 2012: results: essure device was properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibromyalgia, menorrhagia, dysmenorrhea, depression, abdominal pain, abdominal pain lower, micturition disorder, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: bleeding after sex, flu were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("post-intercourse pelvic pain"), menstrual disorder ("abnormal menstruation") and micturition disorder ("urinary complaints"). The patient was treated with surgery (removal of essure by complete hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder and micturition disorder outcome was unknown. The reporter considered pelvic pain, dyspareunia, menstrual disorder and micturition disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: x-ray result was essure device was properly in place.. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A complete hysterectomy was performed around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.